Event description:
It was reported that cgm displayed error message and customer experienced issue with sensor session. There was no reported adverse impact to the customer. Customer contacted support, received instructions to reset pump, completed pump reset with guidance, confirmed error message did not recur, and successfully started new sensor session; no additional information was received regarding the outcome of the event.